Manufacturer narrative:
Hologic technical support (ts) reviewed the logs and found no hardware issues with both instruments. Hologic product applications specialist (pas) reviewed the logs of both instruments and stated there was no hardware issue; the sample in question was also not near any other positive samples in the worklist, so it was possible the sample was low target or mishandled. Ts provided pas information to customer. Upon second review of the logs, it was noticed that customer was using pcr reaction tubes that were recalled by hologic. Ts informed customer to ensure they are not using tube lot 654833 or any other lots that is on the recall list per ctb-00855. Ts confirmed customer had already discarded all the affected tube lots. Customer decided to retest all the samples that might have used the impacted lot of fusion tube. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sars-cov-2 pcr run, wl 002006-20210316-05, using assay lot 287203 on panther fusion instrument 2090002006 which had a discrepant sample. The initial result was positive, but customer retested the sample after the referring hospital questioned its result. The original lysis tube retested negative on another panther fusion and a genexpert platform. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. Customer corrected the reported result to negative with no associated/reported adverse events.